Manufacturer narrative:
Investigation results completed on a smith medical pump, cadd-legacy plus, mdl 6500. Testing was done to duplicate event of no disposable alarm and event was validated and verified.. This was isolated to dso( downstream sensor). Action was taken to recalibrate upstream sensor, which was caused by dso. Device passed all functional testing. Unknown cause of event.

Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump won't detect disposable. It was reported that there was not patient involvement.